Manufacturer narrative:
Age at time of event: around (B)(6). (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 16-4/5.8/75 xxl¿ esophageal balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was competed with another of same device. No patient complications were reported and the patient's status was fine.